Event description:
The dealer alleges the chair would drive by itself, causing the consumer to fall into the street when the chair tipped over. No injury is alleged.

Manufacturer narrative:
No injury reported. Manufacturer contacted user and info suggests chair was in need of service. Dealer had worked with user and serviced the chair and replaced a motor. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.